Manufacturer narrative:
The revision reported may have been the result of loosening and prosthesis wear. The aseptic (non-infected) femoral and tibial loosening was likely the result of insufficient bond between the components and bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 1111755 200-02-41 - three peg patella 41mm. 1931520 234-02-05 - optetrak asy,ps cemented femoral, sz 5, 2059194 204-04-55 - trapezoid tibial tray sz 5f/5t. Correction/removal number: z-0019-2022.

Event description:
As reported by legal notification, the male patient had an initial left tka on (B)(6) 2011. The patient underwent revision surgery on (B)(6) 2018 secondary to complete polyethylene liner wear and delamination liner with resulting synovitis, cyst formation, osteolysis of the femur and tibia, and aseptic loosening of the femoral and tibial components. No other patient information/medical history reported.